Manufacturer narrative:
It was reported that the ventilator did not switch on. The service engineer found that the power control printed circuit board (pcb) was defective and needed to be replaced for the ventilator to function. The visual inspection of the returned power control pcb showed no anomalies. When installed in the reference ventilator, the ventilator showed no response other than a lit monitor led. It was not possible to start ventilation. Measured / examined components showed no defects. The faulty component or soldering was not identified, but the fault is considered an occasional component failure.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator did not switch on. There was no patient involvement. Manufacturer ref.#: (B)(4).